Event description:
In a retail pharmacy setting a pt was refilling their prescription for true track test strips #50 testing blood sugar three times daily. After the test strips were dispensed the pt came back to the pharmacy and stated they had gotten the wrong test strips. The pt received a box of true test test strips. The correct test strips were dispensed to the pt and the pt had not issues. This was a preventable error that resulted from test strips that have similar names. It is very important to double check ndc's in these instances. Where did the error occur: community pharmacy. Type of staff made initial error: pharmacist. (B)(6). (B)(4).